Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between his ipg and charger. The patient's programmer also reflects a communication error. Troubleshooting was unable to resolve the issue. A company representative met with the patient and deemed the ipg inoperable. As such, surgical intervention may be undertaken to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced.